Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle separated and stayed inside of shield. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that the needle hub separated. The sample was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1130878. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A CAPA has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle separated and stayed inside of shield. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield.